Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-jan-2022 . H6: investigation summary one sample was returned to our quality team for investigation. The product was visually inspected and the connector was observed to be disconnected from the spike. There was traces of solvent observed on the c35 connector piece, however, it was noted to be an insufficient amount, resulting in improper assembly which caused the pieces to disconnect. A device history review was performed for reported lot 2205210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd phaseal¿ spike connector separated from c180j resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the c35 component was separated from c180j, resulting in leakage of an anticancer agent.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector separated from c180j resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the c35 component was separated from c180j, resulting in leakage of an anticancer agent.